Manufacturer narrative:
Correction: on 29-dec-2025, it was noticed the incorrect date received by manufacturer was reported in field g3 of the 3500a initial medwatch. The correct date should be 17-dec-2025. Please consider this update. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: field d4. Catalog should be ¿unk_smart touch bidirectional sf.¿ note: field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a 77-year-old male patient who underwent a left ischemic ventricular tachycardia (isvt) ablation procedure with an unspecified thermocool smart touch bidirectional sf catheter expired one day post-procedure. The initial procedure went well, and the patient was discharged the same day. However, the following day, the patient went into ventricular tachycardia (progressing to ventricular fibrillation), necessitating a return to a different hospital where attempts to save the patient were unsuccessful. The patient expired the day after the initial isvt procedure. It was noted that the patient suffered from sarcoidosis and had an implantable cardiac defibrillator. With the information available, the device and index procedure cannot be conclusively disassociated from the adverse event. As such, the event will conservatively be considered reportable. Should additional information become available in the future, the case will be reassessed as appropriate.